Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, as the customer planned to call back when able to troubleshoot.